Manufacturer narrative:
Additional information: a2, b5, b7, h6 (added code of e2332 - physical asymmetry), h6 (changed to b15 from b22), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Physical asymmetry: according to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. An adverse event requiring surgical intervention as indicated by patient doctor. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting (cs) legacy system and may have developed possible paradoxical hyperplasia (ph) in multiple areas of the patient body. In addition, abbvie medical determine that the patient is known to also have undergone a thermilight procedure to this area. According to the surgeon treatment (brachioplasty) may improve the arm but to the extent, and the patient¿s expectation are unpredictable. The cs treatment and procedure technique may have contributed to the treatment area demarcation (tad). In this case, the patient was provided the option to undergo surgical intervention for the treatment of tad and therefore meets the criteria of a serious injury.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting legacy system and may have developed possible paradoxical hyperplasia (ph) in multiple areas of the patient body.